Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the two 512s trocar were leaking co2 through the torn gasket. The trocars were replaced with competitive product and the case was completed. There was no consequence to the pt.